Event description:
It was reported that during a laparoscopic salpingo oophorectomy, the second device would not open. The physician was unable to achieve hemostasis because of this and converted the procedure to open. A third device was used to free up the second device and complete the procedure. The patient's current status is unknown.